Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer experienced hypoglycemia with a blood glucose value of 42 mg/dl at the time of the event. The customer was treated with the glucose, glucagon and was taken to emergency room in hospital. Troubleshooting was performed. The customer had used the insulin pump system within 48 hours of the reported high blood glucose event. The customer did not use the smartguard auto mode of the insulin pump. No further patient complications were reported. The customer will discontinue the use of the insulin pump and the insulin pump will be returned for analysis.

Manufacturer narrative:
On svn (B)(4) ems was dispatched and the customer was hospitalized for alleged hypoglycemia (low bgs) on (B)(6) 2023. The pump passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the dat at 0.0872 inches. The pump properly paired with the guardian link 3 transmitter. After the pump completed warm up and calibration, the pump was able to enter auto mode. The auto mode shield with the test sg value or 240 mg/dl was displayed on the pump's home screen. No communication anomaly, calibration anomaly or auto mode anomaly noted. The following were noted during visual inspection: minor scratched display window, missing display window cover, scratched case, scratched serial number label and pillowing keypad overlay. The test p-cap and reservoir does lock in place in the reservoir compartment. History download was successful using thump and carelink upload was successful. The pump did not have a battery installed when received. No damage noted on the original battery cap. Please see data pertaining to primary svn (B)(4) and event date (B)(6) 2024 below. Please see the first 10 boluses listed on the event date (B)(6) 2024 in the pump history file. (B)(6) 2024 00:34:45.000 normalbolusdelivered (220) bolusprogrammingmethod: boluswizard (1) normalbolusamountprogrammed: 187000 (18.7 u) bolusamountdelivered: 187000 (18.7 u) (B)(6) 2024 02:14:39.000 normalbolusdelivered (220) bolusprogrammingmethod: boluswizard (1) normalbolusamountprogrammed: 160000 (16 u) bolusamountdelivered: 160000 (16 u) 02/15/2024 02:48:55.000 normalbolusdelivered (220) bolusprogrammingmethod: boluswizard (1) normalbolusamountprogrammed: 160000 (16 u) bolusamountdelivered: 160000 (16 u) (B)(6) 2024 07:26:13.000 normalbolusdelivered (220) bolusprogrammingmethod: boluswizard (1) normalbolusamountprogrammed: 223000 (22.3 u) bolusamountdelivered: 223000 (22.3 u) (B)(6) 2024 07:49:18.000 normalbolusdelivered (220) bolusprogrammingmethod: boluswizard (1) normalbolusamountprogrammed: 3000 (0.3 u) bolusamountdelivered: 3000 (0.3 u) (B)(6) 2024 07:58:53.000 normalbolusdelivered (220) bolusprogrammingmethod: boluswizard (1) normalbolusamountprogrammed: 250000 (25 u) bolusamountdelivered: 105500 (10.55 u) (B)(6) 2024 08:20:45.000 normalbolusdelivered (220) bolusprogrammingmethod: boluswizard (1) normalbolusamountprogrammed: 250000 (25 u) bolusamountdelivered: 250000 (25 u) (B)(6) 2024 09:30:25.000 normalbolusdelivered (220) bolusprogrammingmethod: boluswizard (1) normalbolusamountprogrammed: 249000 (24.9 u) bolusamountdelivered: 249000 (24.9 u) (B)(6) 2024 10:16:51.000 normalbolusdelivered (220) bolusprogrammingmethod: boluswizard (1) normalbolusamountprogrammed: 250000 (25 u) bolusamountdelivered: 250000 (25 u) (B)(6) 2024 11:07:15.000 normalbolusdelivered (220) bolusprogrammingmethod: boluswizard (1) normalbolusamountprogrammed: 250000 (25 u) bolusamountdelivered: 250000 (25 u) there were no autosuspend (12) alarm noted in the pump history file. Please see below for the usersuspended (2) alarm noted on the event date 15-feb-2024 in the pump history file for the primary svn (B)(4). (B)(6) 2024 04:33:41.000 insulindeliverystopped (30) reasonfoinsulindeliverysuspension: usersuspended (2) (B)(6) 2024 23:42:34.000 insulindeliverystopped (30) reasonfoinsulindeliverysuspension: usersuspended (2) there were no unexpected pump error(s)/alarm(s) noted 1 week prior to the event date (B)(6) 2024 in the pump history file for the primary svn (B)(4). (B)(6) 2024 12:39:08.000 batteryremoved (55) (B)(6) 2024 12:39:08.000 alarmalertnotification (40) faultnumber: batteryremoved (84) (B)(6) 2024 12:39:31.000 batteryinserted (44) please see data pertaining to svn 000316752436 and event date 20-dec-2023 below. The pump history file starts on (B)(6) 2023 18:07:07.000. There was no data listed on the event date (B)(6) 2023. Unable to verify bolus delivery, source of boluses delivered and any alarms/suspends for event date (B)(6) 2023 due to no data available in the pump history file on svn (B)(4). Unable to perform the history review 1 week prior to the event date (B)(6) 2023 in the pump history file due to no data available on svn (B)(4). The pump passed the functional testing. Unable to confirm alleged low bgs (hypoglycemia). Auto mode anomaly not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.